Event description:
Procedure: low anterior resection. According to the reporter: staples did not form properly and the case was converted to open surgery. Malformed staples were retrieved.

Manufacturer narrative:
Initial report sent to FDA on 10/07/2009.